Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that CGM displayed error and customer experienced issue starting G7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, did not experience repeat CGM error after reset, and successfully started new sensor session.